Manufacturer narrative:
(B)(4). Critical pump error and unable to download due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and serial number label missing. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the back of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.